Event description:
It was reported that during a drug eluting stenting treatment procedure, stent damage occurred. The 100% stenotic (chronic total occlusion) de novo lesion was located in the moderately tortuous and non-calcified proximal right coronary artery. The physician attempted to predilate the lesion with a 1.25x10mm non-bsc balloon catheter but was unable to cross the lesion. Next the physician advanced a 1.25x5 mm non-bsc balloon catheter to the lesion, but was still unable to cross the lesion. On the third attempt the physician successfully predilated the lesion with a 1.25x10mm non-bsc balloon catheter. The physician then advanced the 3.50x28mm taxus express2 stent to the lesion, but met with significant resistance and was unable to advance to the lesion. The physician removed the device intact and then observed that the distal edge of the stent was lifted up. There were no pt complications. The procedure was successfully completed with another 3.50x28mm taxus express2 stent. Pt status is reported as "good".